Manufacturer narrative:
This report is submitted on april 3, 2020.

Event description:
Per the clinic, the patient experienced poor connection to the implant resulting in the skin-flap being thinned (date unknown). The implant remains in-situ.